Event description:
It was reported that during a prostatectomy procedure, clips would not advance. The device released just 2 or 3 clips. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the mcl20 instrument was returned in good visual condition. The instrument was cycled and did not feed the staples. The instrument was disassembled and the track was noted to be out of position, not allowing the device to function as intended. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.